Event description:
It was reported that a patient experienced pericardial effusion. During an atrial fibrillation (afib) case, a pericardial effusion was noticed. The pericardial effusion was discovered during the watchman portion of the procedure using transesophageal echocardiogram (tee). The reporter confirmed all pulsed field ablation (pfa) applications had already been completed when the injury was discovered. The pericardial effusion was confirmed by tee. No medical intervention was provided. The patient was reported to be in stable condition. They were informed after the procedure had already been completed. The physician did not mention what they thought caused the pericardial effusion. They used the farapulse system for pfa, using the farawave catheter. The non-bsc catheter was used for mapping, but it is not available for return, and the reporter could not provide the lot number. Medwatch report # mw5179023.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.